Event description:
A report was received that a patient had a pocket revision due to discomfort. The patient had lost weight causing irritation at the pocket site. The patient is reportedly doing well.